Event description:
A physician reported a pt who was treated with two formulations of collagen into the nasolabial folds and glabella on 10/28/96. In 11/96, the pt developed a necrosis in the glabella. A topical ointment was prescribed. In 2/97, there was a residual slightly depressed scar at the glabella. Follow up info was received on 11/3/97; the pt was seen (date unk) by the physician. After the necrosis had resolved, a finger-sized scar persisted. The physician planned surgical revision.